Event description:
It was reported that this right ventricular (rv) lead dislodged after a pacemaker implant procedure. The patient was surgically intervened for a second time on the same day and this lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).